Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 39565-65 pain stim lead, implanted: (B)(6) 2011; 97714 pain stim ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and light headedness during loss of capture on the right ventricular (rv) lead. It was noted the rv lead dislodged. The device was reprogrammed and lead remains in use. No further patient complications have been reported as a result of this event.